Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed, and high battery impedance was found. Performance was data collected from the device and analyzed. Analysis results revealed the presence of power on reset parameters. A critical ram parity error was logged on (B)(4) 2010. This coincides with the install time stamp of ramware.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis results revealed the presence of power on reset parameters. A critical ram parity error was logged on (B)(4) 2010. This coincides with the install timestamp of ramware.

Event description:
It was reported that patient had an electrical reset and then device tripped elective replacement indicator. The pacemaker was replaced. No patient complications have been reported as a result of this event.